Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix of the lead was extrinsically bent, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during a scheduled device and right ventricular (rv) lead change-out procedure, the atrial lead dislodged when the rv lead was being extracted. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 6949 implantable defib lead, (B)(6) 2007.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.